Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
During asnis3 surgery, when the screw was inserted into the patella, the screw was stuck. The screw was not able to be inserted though the surgeon tried inserting several times. Therefore, the surgeon changed the insertion position and changed the screw to another new screw. The surgery was completed. The surgeon requested the investigation of the screw. The surgeon had used the drill before inserting the screw first. The drill and the tap had been used when the insertion position of the screw was changed and the screw was inserted.